Event description:
Event description guidant received information that this caller was requesting that the physician communication specific to this advisroy be sent via fax. There were no allegations or complaints against this device. Subsequently, guidant received information that this device was explanted and replaced without incident.